Manufacturer narrative:
Result: siderail panel.

Event description:
It was reported by service report that the patient head right siderail outer panel has a crack in it resulting in an exposed sharp edge. It is unknown if there was patient involvement or if there are adverse consequences to report.